Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 441 mg/dl and 170 mg/dl. No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product will be returned.